Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the physician that there was possible right ventricular (rv) lead intermittent undersensing on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.